Event description:
It was reported that the device was used during a stereo breast biopsy procedure. It was reported by the rep that the tip of the tissue marker at biopsy site was noticed when viewing stereo pair following marker deployment. Went back in with p1175 probe and vacuumed to attempt retrieval, but the tip remained in the pt. Post biopsy mammogram confirms position of the tip away from the site, indicating some migration.